Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator alarmed for low o2 concentration during patient treatment. There was no patient harm. (B)(4).

Manufacturer narrative:
The ventilator was investigated on site by our field service engineer (fse) that replaced the following parts o2-sensor, nozzle units and inspiratory pipe. The returned parts were installed in a reference system and the alarm for low o2-concentration was not reproduced. Further testing concluded that the o2-sensor, the nozzle units and the inspiratory pipes were working as expected, i.e. Within specification. The received device log confirms the reported event with alarms for low o2-concentration. There are also alarms for high airway pressure. The alarms for o2-concentration will per design occur if the measured o2-concentration is below 5% of the set value. It could be concluded from the log files that the o2-concentration has fluctuated below and above the 5% of the set value. The reported problem could not be reproduced, therefore the cause could not be determined in this investigation. (B)(4). Ref. Exemption #: e2018003. (B)(4).

Event description:
(B)(4).